Manufacturer narrative:
B3: date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy with their lumbar scs system. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was explanted, addressing the issue.